Event description:
Discrepant results when comparing different methods for tsh testing. The following examples were provided, units of measure uiu/ml, results listed as initial/repeat with different method/repeat with different method/repeat with different method. Samples separated by a semi-colon. 4.5/3.02/3.05/3.068; 5.94/4.04/3.37/3.512; 5.26/3.51/2.58/2.787; 5.17/3.31/3/44/3.42; 4.96/2.95/2.95/3.072; 6.38/4.24/4.02/3.929; 5.46/3.44/3.88/3.66; 15.7/10.03/11.57/10.675; 4.71/2.84/3.11/3.132; 6.41/4.51/3.57/3.494; 5.06/3.43/3.34/3.807; 6.85/4.52/4.19/4.759; 5.13/3.73/3.18/3.449; 4.99/3.14/2.73/2.848; 7.1/4.85/4.6/4.651; 5.29/3.82/3.47/3.428; 4.75/3.34/3.28/3.469; 4.96/3.26/3.13/3.532; 4.92/3.46/2.36/2.497; 8.79/5.76/5.55/5.467; 4.99/3.37/3.61/3.704; 4.84/3.1/3.3/5.08; 9.41/6.08/8.69/8.513; 5.83/2.64/5.02/5.793; 5.28/2.3/4.04/4.002; 6.41/4.19/5.69/5.286; 5.01/3.52/4/4.608; 5.23/3.15/4.7/4.614; 5.41/3.05/4.12/4.85; 5.45/1.3/4.74/5.135; 4.8/2.81/3.78/3.88; 4.97/3.28/4.51/4.432; 4.85/3.08/4.78; 5.64/3.87/4.64/4.468; 4,7/3.08/3.59/3.607; 5.17/2.74/4.39/4.527; 4.74/3.218/3.99/3.749; 5.73/3.81; 5.94/2.68; 7.42/4.38; 5.52/3.37; 7.95/5.14; 4.85/3.09; 7.25/4.48; 6.22/4.03; 5.01/3.06; 4.66/2.87; 7.1/4.76; 6.19/4.01; 4.7/2.67; 9.17/5.71; 5.21/3.48; 5.66/3.716; 4.68/2.94; 5.06/3.34; 4.87/3.25; 6.51/4.24; 6.41/4.249; 5.04/3.21. If additional information is received, appropriate notification will be provided.